Event description:
It was reported that a presyncopal patient presented in clinic. Upon interrogation, the right ventricular lead exhibited noise and low lead impedance. The noise could be recreated with isometrics. The lead was capped and replaced on (b)(6 2015. The patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.